Manufacturer narrative:
The device initially passed testing. A whitescreen error was not displayed during the testing. Further testing found the device did not pass the sdram test. This is due to the user interface controller 2 som (som2) module. As indicated, the device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel

Event description:
The customer contact reported during preventive maintenance testing at the user facility, the device displayed a whitescreen error. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.